Event description:
It was reported that the device will not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.